Event description:
Allegedly revised due to dislocation of the hip.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attempts are being made to have the product returned for evaluation. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00335, 00336. This event occurred in other country.